Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported two days post implant that there were difficulties with establishing the telemetry connection with the implantable cardioverter defibrillator (ICD). There was an alert for 'remaining longevity is not available, potentially due to cold temperature. Store at room temperature for 48 hours and re-interrogate.' It was noted that when the device was implanted it had been stored in the hospital for weeks and no inappropriate temperature conditions were mentioned by the physician. Additionally, the right ventricular (rv) lead exhibited low pacing impedances and loss of ventricular capture was observed. A revision procedure was scheduled. The ICD was explanted and replaced. However, at the time of the revision procedure the rv lead was checked and all parameters were okay. Therefore, the rv lead was not replaced and continues to be used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6947 lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.